Event description:
A peritoneal dialysis (pd) patient reported a safety clamp error alarm on the liberty select cycler. Issue occurred in step 4 of setup, one time tonight. The cycler has been re-setup with new supplies. The cat/lot numbers were unavailable due to being discarded. At least one full treatment has been completed with this cycler. The fresenius technical support representative issued a replacement cycler and advised to discontinue the use of the current cycler. The patient will perform capd/manuals, until the new cycler arrives. There was no patient involvement, no harm or adverse event reported. Upon follow up, patient confirmed that on the reported date, june 30, completed treatment by capd/manuals. The patient received the replacement cycler on july 1. The patient has been performing dialysis treatment with the new cycler machine daily without further issues. No patient adverse effects have been experienced, and no medical intervention has been required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Screen brightness check failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Screen brightness check passed. Voltage test passed. System air leak test passed. Valve actuation test passed. Safety clamp test passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.